Manufacturer narrative:
A ge service representative performed an on site investigation. Software was reinstalled and the x-ray tube was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported, the system intermittently displayed error code messages. No report of patient injury.